Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported use that the customer received a failed transmitter error. The transmitter had been in less than 3 months. No additional patient or event information was available. No additional information, the customer declined to troubleshoot.